Event description:
The customer contacted baxter's service center regarding a connection issue, which occurred on the homechoice (hc) during use during dwell 1 of 4. The caregiver (cg) stated that they left the room and came back and found the supply line popped loose and was leaking. The technical service representative (tsr) assisted the cg to ending therapy on the hc and advised the cg to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the home patient (hp) regarding the reported event. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp did not know the cause of the disconnection. The hp stated that they were able resume therapy successfully with new supplies. The hp stated they did not have any injury or medical intervention from the incident.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause was undetermined.